Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was inoperable the patient was unable to recall when the ipg was last recharged and the patient last received stimulation months ago. In addition, the programmer displayed an error message. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed postoperatively. Issue has been resolved.